Event description:
The customer reported leakage in the thermogard xp ivtm system ((B)(6) with no further information. The customer used another thermogard console to continue treatment. The patient was not in danger.

Manufacturer narrative:
The thermogard xp ivtm system (B)(6) was investigated at the customer's site. The reported complaint of leakage in the thermogard system was not confirmed in the system's log data files and was not replicated during functional testing. No device malfunction was found, and the thermogard console functioned as intended. Review of the system's log data files showed no issues or error messages. The thermogard ivtm system passed functional tests and performed without any issues. Following service, the thermogard system passed all testing criteria.